Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Analysis of the returned device was completed on 4/11/2024: the pump was tested with the testing protocol for incorrect software issues. The pump was powered on and the pump was confirmed to have the incorrect library. There is record on iqos of the pump being sent the incorrect library configuration, and no record of the correct library being downloaded. The pump's outer box was labeled with a sticker with the correct item code and library, but the incorrect library was configured to the pump. Functional testing confirmed the reported condition and was duplicated during testing. Reported issue found, device not performing to specification. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. [Reference complaint # (B)(4)]

Event description:
On 05/19/2022, infutronix received a report from a healthcare facility that the pump was configured incorrectly. The reporter indicated that the pump had an incorrect library configuration. No patient was involved in the reported event. Device was returned for evaluation.